Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, both bail covers were broken, the ring cover was missing, one case screw was the wrong part, the battery contacts were compressed, the ring was missing, the battery drawer was broken, and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer for a trade-in. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.